Event description:
During follow-up, the device went into back-up vvi mode and the device was unable to be interrogated. In addition, at the last follow-up the device longevity was overestimated. A firmware download was attempted but was unsuccessful so the device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events of the device being in backup mode and interrogation failure were confirmed. Full analysis could not be performed because the device was unable to establish telemetry and no device image information could be saved. Electrical and mechanical testing were performed and revealed no anomalies, so the cause of the interrogation failure was unable to be determined. The unknown telemetry issue is due to a suspected anomalous integrated chip issue. A longevity assessment was also performed and the device was at normal range of operation with an appropriate remaining longevity.